Manufacturer narrative:
Analysis of the electronic log files from the AED did not identify an event on or around the reported date. The log files showed that the device is functioning properly as designed, no problems were identified. Defibtech is currently working with the customer to determine if a different AED was involved in this event. Should additional information become available, a follow-up MDR will be submitted.

Event description:
An international distributor reported that during a rescue attempt on a sixty-year-old patient in cardiac arrest, the AED powered off several times during charging in preparation for a shock. They reported the patient was shocked once and survived.

Manufacturer narrative:
Analysis of the electronic files from AED sn (B)(6) reveals an event on (B)(6) 2022 lasting 452 seconds and consisting of 8 analysis periods and 1 shock delivered. In the first analysis period the AED encountered ventricular fibrillation, a shockable rhythm that the AED appropriately identified as shockable. The AED advised a shock, the shock button was pressed, and the shock was delivered. In the second through fifth analysis periods the AED encountered ventricular fibrillation, a shockable rhythm that the AED appropriately identified as shockable and a shock was advised. In each case, while charging in preparation for shock delivery the AED reported interference due to saturation of the patient's ECG signal. In the sixth analysis period the AED reported interference and the AED promptly restarted and proceeded into the next analysis. In the seventh analysis period the AED encountered ventricular fibrillation, a shockable rhythm that it identified as shockable and a shock was advised. While charging in preparation for shock delivery the AED reported interference due to saturation of the patient's ECG signal. In the eighth analysis period the AED reported interference and the AED was shutdown. Evaluation of the history file on and around the date of the event shows that there were no errors or warnings present prior to the event. This AED was manufactured in 2010 and is beyond it's 10 year design life. Historically, a shock aborted due to the saturation of the ECG signal is attributed to storing/operating the AED in an environment with high condensing humidity. The user indicated that the event occurred in an open shopping mall but could not confirm the environmental conditions.